Event description:
Kaz USA, inc received notification that a woman was burned by her heating pad. The consumer alleges she placed the pad on her upper left shoulder and neck area, turned the unit to it's lowest setting and left the pad in place until the unit's auto-shut off engaged. She then repeated this process for a two hour period. She claims after about two hours she felt a sharp pain and discovered the pad had overheated and caused a burn to her back. She was treated for this burn and the injury has since healed. Burns of this nature are typically caused by laying or leaning against the heating pad which is contrary to proper use instruction.